Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and took corrective action by deciding to replace the pump.